Event description:
Patient who is status post double lung transplant in june of this year was undergoing a flexible fiberoptic bronchoscopy with bal and transtracheal biopsy. The biopsy forcep had been passed through the scope and 1 biopsy obtained without incident. During the attempt to obtain a second biopsy, the technician opened the forcep, and it was positioned by surgeon at desired site. When tech went to close the forcep, a "snap" was heard. Observation under fluoroscopy revealed that the two wires on either side of the forcep tip had broken therefore no longer controlling the forceps. The forcep tip lodged sideways in the airway. The surgical team was able to maneuver the forcep and successfully remove it. Assessment post removal showed no airway bleeding or signs of damage. Patient remains stable with sats of 99%.